Event description:
An affiliated facility reported finding particulate matter over the external sterile surface of disposable needles used in the preparation of sterile compounded products. The affected product was, bd 18g 1 1/2 inch, precision glide disposable needles, lot number 7341782. I examined ten needles from a box of the same lot number at the pharmacy where I work. I removed the caps from these needles and found one -1- of the ten -10- had visible particles on the sterile surface of the needle. These needles can also be used to administer intramuscular injections and should not only be sterile, they should be surgically clean also. Diagnosis or reason for use: preparation of sterile compounded products, sterile intramuscular injections.